Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in the cannula dislodging from the infusion site; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.per new information. The following were updated. D4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l45416. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 7/12/2021. D4 - unique identifier (UDI) # changed from (B)(4) to (B)(4). G5 - PMA/510(k) # changed from k192659 to k162296. H4 - device mfg date changed from blank to 1/12/2020.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient's blood glucose levels reached 380 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. A correction was administered but the bg levels did not decrease. The patient noted that the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.